Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 705 days after a coronary drug eluting stenting treatment procedure, the pt required a coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 3.0mm, 80% stenosed, 15mm portion of a saphenous vein graft located in the lid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 3.0x28mm study stent. Residual stenosis was 0%. There were no reported complications. The pt was discharged the next day on plavix and aspirin. Seven hundred five days after the initial procedure, CABG was performed due to in-stent restenosis bypassing the svg to mid lad. Physician noted relationship to taxus stent was "probable." The pt was discharged 5 days later.